Event description:
It was reported that sixteen months after a vena cava filter was implanted, the pt presented with chest pain. A chest x-ray demonstrated two detached filter limbs, one in the right atrium of the heart and one embedded in the ivc wall. The filter and the limb in the heart were removed successfully without incident the following day. The detached limb located in the ivc could not be removed, as it was embedded in the ivc wall. Following the filter and limb retrieval, the pt was reported to be asymptomatic.

Manufacturer narrative:
The lot number is unk; therefore, the device history records could not be reviewed. The investigation is currently underway.